Manufacturer narrative:
UDI number: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device coupling tool side did not function. It was further determined that the device failed pretest for check power with test stand, minimum 190 to 260 watt, check the rotations per minute (rpm), check the machine for excessive noise, check for free movement, check the latest status of development, check the function of the trigger, check the function of the adjustment knob, check for air leak and check for starting behaviour. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.